Manufacturer narrative:
Clinical conclusion: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of sob and hypervolemia which warranted evaluation in the ER. The etiology of the hypervolemia is unknown; therefore causality cannot be established. However the shortness of breath can reasonably be considered a byproduct of the reported hypervolemia. Based on the information available, there is no documentation or indication the liberty select cycler caused or contributed to a serious adverse patient event. Additionally, there is no evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. The patient¿s pd prescription (dextrose) was altered, and the patient continues to utilize the same liberty select cycler indicating no device involvement. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) stated she went to the emergency room (ER) for shortness of breath (sob). During follow¿up, the peritoneal dialysis registered nurse (pdrn) confirmed the patient was evaluated in the ER on (B)(6) 2018. The patient reportedly required additional fluid removal; however the rationale and specifics surrounding the fluid removal are unknown. The patient was not hospitalized, and experienced no other complications in relation to the event. Reportedly the patient¿s dextrose concentration in their pd prescription was adjusted, although the changes implemented are also unknown. Additional information was solicited.